Event description:
It was reported that the device was used during an unknown procedure. The staples were malformed after firing and the tissue could not be cut out during the procedure. Changed to another device to complete the procedure. The patient is fine now. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. Device was received with a yellowish appearance. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify: "the tissue could not be cut out during the procedure." Did device fully cut and staple but staples were not formed properly? Update from sales rep that the device didn't cut the intestine at all but the staples were formed correctly. Was the tissue retaining set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Was the device fired across an existing staple line/clip? Near. Area of the staple line failure occurred? No.